Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. Investigation: photo image of 1 flexshaft. Date coded (B)(6) 2025. The flexshaft is broken in two pieces. Root cause not determined. Recommend checking their automate handle which could be applying too much torque to the flexshaft and breaking it. DHR: lot number provided in the case (B)(4) was for packaging the flexshaft assembly. The lot for the flexshaft assembly listed in the bom was pulled (lot 10410622). All manufacturing and inspection steps were performed as intended and passed. Retain: retain for item# 24703 lot# 10410622 was pulled and inspected per 0290-wi-7.5-42-04 (with exception to destructive testing). The flexshaft was tested by using standard testing protocol. The tests included a functional test, which is to use an automate iii tool and the retain flexshaft to tighten a matrix band (n=5) around a tooth model, and a visual inspection for abnormalities. Retain meets all criteria for form/fit/function of the intended use for the device.

Event description:
In this event it is reported that an automatrix shaft broke during use. All broken parts were retrieved from patient's mouth. No injury.